Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported impact on the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.